Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
On 05 october 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism (B)(6) results for donor units. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) coi results of 12.75 / 12.58 / 12.68. The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results for (B)(6) core antigen and immunoblot results of c1 1+ (indeterminate). No blood products from this donation were used for medical treatment. (B)(6) then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform on (B)(6) 2016 where a (B)(6) result of 12.93 coi was generated. This same sample had generated (B)(6) results on (B)(6) 2014 with the prism (B)(6) assay (reagent lot 39388li00) and with a nat methodology. Confirmatory results (lic): immunoblot= c1 1+ (indeterminate). Red blood cells and platelets were distributed from the (B)(6) 2014 donation for medical use. There is no information provided on the donor or any recipients of the blood products from these donations. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. This data is associated with the testing of archived samples. Samples that originally tested (B)(6) by prism were stored. The samples have subsequently been pulled and tested by (B)(6) using roche and by (B)(6) using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) (roche testing) or (B)(6) (architect testing) are being used for donor management.

Manufacturer narrative:
Sensitivity testing could not be performed as the reagent lots under evaluation has expired. A sample was returned from the customer site for evaluation, sid (B)(6). Abbott prism hcv reagent lot 63104li00 (expires 29 october 2016, manufactured 13 april 2016) was used to evaluate this sample as the complaint reagent lot has expired. The sample tested (B)(6), therefore repeating the customer observation. Further supplemental testing was then performed. Vidas anti-hcv and liason diasorin (B)(6) results were (B)(6). Innolia hcv score detected the band (B)(6) and this result is also (B)(6). Mikrogen recomline hcv igg detected the (B)(6) for this sample. The mikrogen recomline hcv igg results were (B)(6). In summary, all supplemental testing results were (B)(6) for the return sample (B)(6) except mikrogen recomline hcv igg, which was (B)(6). Since no (B)(6) result was obtained with supplemental testing there is no evidence for the presence of (B)(6)in the sample (B)(6). Since prism hcv lot 63104li00 was used for testing the return samples, sensitivity performance was investigated for this lot using an in-house retained reagent kit. Both analytical and clinical sensitivity were evaluated and all results met specifications. Based on this data it was shown that the sensitivity performance of prism hcv reagent lot 63104li00 is not adversely affected. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. The prism hcv assay reagent package insert provides information to address the current customer issue. The service history for the prism 4 channel analyzer, list 06a36-10, s/n (B)(4), was reviewed and did not identify any service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. No additional complaints were identified for the abbott prism instrument for this complaint issue. In conclusion, there is no evidence to reasonably suggest a product malfunction occurred. No issues were identified that indicated a product deficiency. No additional product issues were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.